Event description:
It was reported that a user experienced hyperglycemia while using the ilet bionic pancreas, with a fingerstick glucose peak of 574 mg/dl, cause unclear, and the user initially declined an immediate supply change though no kinks or leaks were observed; glucose trended down over several hours to 330 mg/dl and subsequently to 104 mg/dl without hospitalization. Symptoms included no reported clinical symptoms. Outcomes included transient high glucose that resolved without medical intervention or disability. Investigation included customer care troubleshooting and education focused on infusion set and supply integrity, delivery assurance, and algorithm-directed correction. Investigation of this case revealed no confirmed device malfunction and a return to target glucose with continued device use. It was concluded that the event was hyperglycemia of unclear cause, with no serious injury and no device failure identified. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.